Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, heavily tortuous, and heavily calcified de novo lesion in the mid left anterior descending artery. Following pre-dilatation, a 2.5x23mm xience v stent delivery system (sds) was being advanced; however, resistance with the anatomy was felt and the shaft separated. The separated sds was retrieved from the anatomy without issues. The procedure was successfully completed with a 2.5x23mm xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of a device component was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance and subsequent detachment of device component (shaft). There is no indication of a product quality issue with respect to manufacture, design or labeling.